Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
This pi is for the irrigation & debridement on (B)(6) 2020. As reported: "pt discharged to inpatient rehab (B)(6) 2020. On (B)(6) 2020 pt out of bed unassisted, bent over to pick something up off floor and felt sharp pain in hip. Xray showed dislocation, pt taken to or for closed reduction. Pt discharged home (B)(6) 2020. On (B)(6) 2020 pt presented to emergency department with complaint of hip pain & swelling - pt admitted w/ cellulitis. Pt to operating room (B)(6) 2020 for I&d - positive wound culture - deep surgical site infection. Pt left against medical advice post-op."

Event description:
This pi is for the irrigation & debridement on (B)(6) 2020. As reported: "pt discharged to inpatient rehab (B)(6) 2020. On (B)(6) 2020 pt out of bed unassisted, bent over to pick something up off floor and felt sharp pain in hip. Xray showed dislocation, pt taken to or for closed reduction. Pt discharged home (B)(6) 2020. On (B)(6) 2020 pt presented to emergency department with complaint of hip pain & swelling - pt admitted w/ cellulitis. Pt to or (B)(6) 2020 for I&d - positive wound culture - deep surgical site infection. Pt left against medical advice post-op."

Manufacturer narrative:
The following devices were also listed in this report: tridentii tritanium cluster52e;702-04-52e;76815801a. Size 4 accolade ii 127 deg;6721-0435;77740401. Delta v-40 ceramic head 36/0;6570-0-136 ;79034702. Device name; cat# ; lot# it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving a trident liner was reported. The event was confirmed through clinician review of the provided medical records. Method & results:  device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: confirmation: the events: dislocation, I and d, and wound infection appear confirmed. Root cause: the root cause of the dislocation cannot be confirmed without additional records and x-rays. It is unclear why a mako CT was obtained without a mako procedure. The infection is likely related to the significant comorbid conditions of the patient. The events appear unrelated to the implants. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusion: the infection was confirmed through clinician review of the provided medical records who indicated that: the infection is likely related to the significant comorbid conditions of the patient. The events appear unrelated to the implants. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards.  Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.   No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.